Event description:
Medtronic received a report that the pipeline proximal end did not open. The physician tried all techniques per the guidelines, however, the proximal end would not open. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. There were no additional steps required to open the pipeline. The pipeline was removed from the patient with a microcatheter. There were no patient symptoms or complications associated with the event. The pipeline was not used off-label. The pipeline was prepared as indicated in the IFU. Adapt (dual antiplatelet treatment) was administered. The post-procedure angiographic result showed immediate stasis starting in the aneurysm. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 25mm and a 13mm neck diameter. It was noted the patient's vessel tortuosity was moderate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the pipeline flex with shield was returned for analysis within a shipping box; within an opened pipeline flex with shield outer carton and inner pouch. The pipeline flex with shield pushwire was returned without the braid. The phenom 27 microcatheter used in this event was returned for analysis with the pipeline flex shield. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend was observed on the pushwire. No damages were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The total and usable lengths of phenom 27 catheter was measured to be within specification. No damages were found with the phenom-27 hub. Blood was present within the catheter hub. No bent or kink were found with phenom 27 catheter body. No damages or irregularities were found with the phenom 27 catheter distal marker/tip. No other anomalies were observed. ¿ testing/analysis: the phenom-27 catheter was flushed, water exited from the distal tip. An in-house 0.026¿ mandrel was inserted through the phenom-27 catheter without any issues. ¿ conclusion: based on the returned device, the pipeline flex with shield was not confirmed to have failure to open as the braid was not returned. The event cause could not be determined. Possible cause for failure to open includes patient vessel tortuosity. The patient's vessel tortuosity was moderate. There was no non-conformance to specification that may have contributed to the failure to open issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.